Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy drug-eluting stent was advanced to treat a lesion. However, during the procedure, the synergy stent was caught on another stent in a vein graft and the stent struts were noted to be damaged. The synergy stent was then simply and completely removed from the patient. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.